Manufacturer narrative:
Product complaint # ==> (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? Robotic myomectomy* what do you mean by "easy to broken"? Please explain. The doctor said the product broken when lightly pulled. * did you have issue with the suture or the needle? The nurse has discarded the product. What is the event day and procedure date? Nov. 6. Received the notification from the customer, when followed up with customer the product was already been discarded. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.